Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 220mcg/ml at 110.19mcg/day and dilaudid 10mg/ml at 5.009mg/day via an implantable pump. The indications for use were spinal pain. On (B)(6) 2019 the patient reported that they had ¿been through all the stages¿ with the pump alarming. The patient first heard the non-critical and then the critical alarm. Per the patient, the pump alarmed because the pump had hardly any medication in it. The patient later got the pump filled. No patient symptoms and no further complications were reported or anticipated.